Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in three pieces. Failure event observed during analysis. Final analysis found an internal insulation abrasion noted breaching the re cable lumen at 9.0 cm to 12.1 cm from the distal tip. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.